Manufacturer narrative:
The site did not return the used device. Eight unused devices were returned for evaluation. Visual examination of the devices using a stereo microscope could not confirm the reported complaint, no excessive lubricant was observed. Multiple requests for the complained device were made. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the blade had lubricant that comes off into the joint. Additional information confirmed that the lubricant was removed from the patient. It was also reported that the doctor tried another device of the same part number and experienced the same issue. There was no patient injury or delay reported.